Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs system explanted due to infection at the scs ipg pocket site. The ipg pocket was packed with betadine soaked gauze and the patient was treated with IV antibiotics. Follow up identified the infection was not mrsa. The patient completed all of her antibiotics and the infection has resolved.